Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump's downstream occlusion alarm was defective or damaged. The reported event that the reported event did not occur with a patient.

Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. The customer's stated problem was verified regarding "alarm is defective or damaged". Inspected the pump and found that the downstream occlusion sensor seal had air bubble on it. The downstream occlusion sensor will be replaced to resolve the issue.